Event description:
The customer reported that the device failed preventative maintenance for the display overlay. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/27/2014 to the present date 11/20/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device failed preventative maintenance for the display overlay. No patient involvement is noted.